Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and inspected the IV pole lock mechanism and noted that the tolerance to unlock was too tight. The technician adjusted the IV pole lock in order to firmly lock the pole in place when needed and ensured that the IV pole would not release the lock when no pressure was applied. The technician tested the function of the lock mechanism with weight applied on the pole, confirmed it was operating correctly, and also performed an autotest successfully. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole button. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related the need for an IV pole lock tightening.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. Per the customer, the IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and inspected the IV pole lock mechanism and noted that the tolerance to unlock was too tight. The technician adjusted the IV pole lock in order to firmly lock the pole in place when needed and ensured that the IV pole would not release the lock when no pressure was applied. The technician tested the function of the lock mechanism with weight applied on the pole, confirmed it was operating correctly, and also performed an autotest successfully. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. Per the customer, the IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and inspected the IV pole lock mechanism and noted that the tolerance to unlock was too tight. The technician adjusted the IV pole lock in order to firmly lock the pole in place when needed and ensured that the IV pole would not release the lock when no pressure was applied. The technician tested the function of the lock mechanism with weight applied on the pole, confirmed it was operating correctly, and also performed an autotest successfully. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole button. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. Per the customer, the IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.